Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pulmonary embolism despite therapeutic anticoagulation was scheduled for placement of a vena cava filter. The right groin was prepped and draped sterilely and access was gained into the right femoral vein. A cavogram performed revealed the vena cava to be free of any filling defects with the left renal vein noted to be at the l1-l2 lumbar disk space. The delivery sheath was then advanced and an inferior vena cava filter was placed through the sheath and deployed with the tip at the l1-l2 lumbar disk space. The filter opened up well and remained in central and stable position. The delivery sheath was removed and pressure was held until bleeding stopped. A dry sterile dressing was applied and the patient was transferred to the recovery room in stable condition. Approximately thirteen months post deployment, the patient presented for retrieval of the filter. A cavogram performed revealed the vena cava to be free of any filling defects with the filter tilted right towards the origin of the right renal vein. Several attempts were made placing a guide wire through the right of the apex of the vena cava filter, which was not successful. The wire would enter the renal vein. The apex of the vena cava filter was grasped with a loop in an attempt to reposition the filter in a more central position. The filter moved slightly but was still tilted. Despite an additional attempt, the apex of the filter could not be safely withdrawn into the sheath and the filter was left in place. Pressure was held until hemostasis was achieved the patient was transferred to the recovery room in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately thirteen months post deployment, a cavogram performed revealed the vena cava to be free of any filling defects with the filter tilted right towards the origin of the right renal vein. Several attempts were made placing a guide wire through the right of the apex of the vena cava filter, which was not successful. The apex of the vena cava filter was grasped with a loop in an attempt to reposition the filter in a more central position. The filter moved slightly but was still tilted. Despite an additional attempt, the apex of the filter could not be safely withdrawn into the sheath and the filter was left in place. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter and difficulties removing the filter. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. The definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that the vena cava filter was tilted and there was an unsuccessful attempt to retrieve the filter. Based on a review of medical records received: approximately thirteen months post vena cava filter deployment for pulmonary embolism while on anticoagulation, the patient presented for retrieval of the filter. A cavogram demonstrated the filter to be tilted. Despite several attempts, the filter was unable to be retrieved. The filter was left in place and the patient was hemodynamically stable at the conclusion of the procedure. No additional medical records were received for this patient.